Event description:
The customer reported hearing a pop then the live image went fuzzy. Specific case and pt info unknown.

Manufacturer narrative:
The ge rep cleaned and recompounded hv cables. Performed ma null adjustment. Performed filament calibration with no errors. Verified system boot and fluoro function. Shot fluoro for 1:30 at max technique with no errors or arcing. Shot hlf for 30 sec at max technique with no errors or arcing. System operates as intended.